Event description:
The rptr indicated that during a follow-up visit, he found that the bipolar lead impedance had risen from 500 ohms (at implant) to 2155 ohms and the device was pacing in noise mode. The rptr also stated that ventricular sensing has declined from 18mv to 7mv. Capture was present at high voltages in bipolar mode. The unipolar lead impedance is 700 ohms with a capture threshold at 1.0 v at 0.45 ms. The device is programmed to unipolar. An x-ray will be taken for further analysis.